Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics anomaly. The device exhibited an error message and the device longevity would fluctuate. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed the diagnostics anomaly which is currently under corrective investigation.